Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the broken / detached cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient's parent reported that the pod needle did not insert into the skin. The pod had fallen off, and although the pink slide had moved forward, the cannula was not visible after pod removal, indicating that insertion did not occur. The pod was not worn. There was no impact in patient's glucose levels. As treatment, a new pod was applied.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 3136 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.

Event description:
The patient's parent reported that the pod cannula did not insert properly into the infusion site and the cannula was seen outside the skin. This indicates a needle mechanism failure. The pod was not worn. There was no impact in patient's glucose levels. As treatment, a new pod was applied.

Manufacturer narrative:
Upon review, the medical device problem, component code in h6 and event description in b5 have been updated.